Event description:
It was reported the patient had a burning sensation and heating at the level of the device pocket. A revision occurred at the opening of the pocket and the lead was reconnected to the device. Patient recovered without sequela. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, serial# unknown. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
Additional information received confirmed that at the revision surgery took place on (B)(6) 2013 and that the extension component was disconnected then reconnected back to the ins battery in an effort to resolve the pocket pain issue. It was noted that pain symptoms of the patient did not resolve following the revision surgery. On (B)(6) 2013, both the ins and the extension were replaced with a new ins and extension implanted in an abdominal pocket.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found a punchout hole in #2 setscrew grommet. Analysis of the extension, serial #(B)(4), found no anomaly.

Event description:
Additional information received reported the implantable neurostimulator (ins) and lead connection site was surgically checked. No evident anomaly was reported. The patient continued to have complaint of burning at the level of the pocket. It was noted the patient was receiving therapy from the device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Updated manufacturing site information per previous note - the initial MDR was filed as mfg. Report # 3007 566237-2013-00623. Additional information received clarified that the correct manufacturing site was site #(B)(4).

Manufacturer narrative:
Product ID 3095-10, serial # (B)(4), explanted: (B)(6) 2013, product type extension. (B)(4) - the initial MDR was filed as mfg. Report # 3007566237-2013-00623. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.